Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: the received device shows signs of extensive usage evident by appearance of deep scratch marks exhibiting excessive usage. The blades the of reamer shows signs material chip-off. The pre-surgical functional test of the returned device reveals that the components assembled without any hinderance, and it worked well. A reaming test was performed on the sawbone which revealed that the device is performing as intended. The edges of the reamer are mildly dull due to prolong usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by prolong usage of device. The failure is caused by definitive wear and tear marks which are a result of prolong usage of device over the time involving repetitive cleaning and sterilization cycles. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the reaming of the joint fossa was not done properly due to a large shake of the reamer shaft. And whether due to this or simply a bad blade on the 25mm bp reamer, the reaming of the joint fossa was not done properly. This caused difficulty in screw entry and insufficient the base plate placement (contact area) on the joint surface.

Event description:
It was reported that the reaming of the joint fossa was not done properly due to a large shake of the reamer shaft. And whether due to this or simply a bad blade on the 25mm bp reamer, the reaming of the joint fossa was not done properly. This caused difficulty in screw entry and insufficient the base plate placement (contact area) on the joint surface.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.